Event description:
The reviewed literature article contained a control group of 183 subjects with csf shunts. The shunts consisted of unspecified medtronic delta-type valves, other medtronic valves, competitor valves, and unknown catheters. The source literature reported that 71 of the 183 valves required explantation.

Manufacturer narrative:
(B) (4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and patient information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The described failure rate was within expected ranges for csf shunting procedures. Pollack if, albright al, adelson pd. A randomized, controlled study of a programmable shunt valve versus a conventional valve for patients with hydrocephalus. Hakim-medos investigator group. Neurosurgery 1999 december;45(6):1399-408.